Event description:
It was reported to boston scientific corporation that a prefx pre-pubicsling system was implanted into the patient on (B)(6) 2008. According to the complainant, the patient experienced extreme pelvic pain, mesh erosion, dyspareunia and incontinence. All other information, including the patient's current condition, is unknown and reportedly unavailable.